Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had stopped working, preventing the full dose of chemotherapy from being administered. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient had arrived to have the pump disconnected, but it had been discovered that the pump had stopped working, preventing the full dose of chemotherapy from being administered. The patient had not been harmed. There had been a 24-hour delay in treatment. The chemotherapy drug 5fu had been infused over 46 hours, with a continuous infusion rate of 4.9 ml/hr. The reservoir volume had been 209.3, with 26.75 given. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.